Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor readings. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as feeling "a bit tired". The customer was able to self-treat with unspecified dose/type of insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.